Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, loss of capture (loc), noise, oversensing and high thresholds. A lead fracture was suspected and confirmed with fluoroscopy. No adverse patient effects were reported.